Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Corrected data d7 date of explant added to the record.

Event description:
Additional information receieved stated that the lead was explanted and replaced on (B)(6) 2020. Therapy was restored post-operatively.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain due to uncomfortable stimulation in their left leg. Imaging revealed that the paddle lead had migrated to the left. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the paddle lead was repositioned. Post-operatively, stimulation therapy was restored.